Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported fluid ingress and corroded inside. The battery was paired w/ a known good spectrum pump during eval, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.

Event description:
It was reported that a spectrum pump wireless battery module had possible fluid ingress during testing. It was also reported that there was no pt involvement.